Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator alarmed transducer fault. There was no patient involvement.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician was unable to confirm or duplicate the customer's reported issue. The board was received damaged. Visual inspection revealed the lcd inverter connection j4 was missing. The lcd display connection j2 was discolored consistent with excess heat.